Manufacturer narrative:
Evaluation results: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining portion of the blade had a hot spot and gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated. We have documented the circumstances as they were reported to us.

Event description:
It was reported that during a lap adrenalectomy procedure, the generator was alarming. It was the first use for the blade. Changed to a new blade to finish the case. There was no patient consequence. One device will be returned.